Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "overinfusion." According to the customer: "the patient has a hydration infusion via diffusers. She tells me that her diffusers run out after 10 hours instead of 12. The nurses put in 500ml, sometimes even more, up to 550ml. This has no effect on her state of health, but she still wants to let us know."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. A review of the batch and manufacturing records could not be performed as no batch number has been provided. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.